Manufacturer narrative:
The iol was not yet received for analysis. The device met all specifications prior to market release. The initial iol implant was replaced with a 3.0 lower diopter iol of the same model. A follow-up to this report will be submitted upon receipt of the iol and completion of the analysis.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 2 weeks after implant. Reason stated was the improper iol power was implanted.

Event description:
During baxter quality engineering review of the event history, it was determined that the failure code 808:02 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The pump was categorized as a colleague 2006 pump with software version 5.09.90.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 29.0. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.